Event description:
Consumer received burns to her bottom and her back from the heating pad. Customer did not seek medical attention. Burns of this nature are often caused by the consumer laying or leaning on the heating pad which is contrary to proper use instructions.